Manufacturer narrative:
Eval: a lot number search was performed on the cartridge for similar complaints and there were eight similar complaints. A lot number search was performed on the foam tip plunger for similar complaints within the work order search and there were two similar compliants.

Event description:
It was reported that the surgeon was using eyeonics lens with a mircostaar injection system and the lens was torn or bent haptics. No patient injury reported. Further information has been requested but none forth coming. If more information is received, a supplemental MFR report will be sent.